Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. The customer continued to use the transmitter and reported that the transmitter was not within line of sight of the pump. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.